Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the screen was not responding. A calibration was performed, but the issue reoccurred. The device was then checked by a philips salesperson, but the issue was not confirmed. The device was replaced. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the service engineer (se) noted that the reported issue was not duplicated; however, the touchscreen was replaced for preventative measures of reoccurrence.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the pil (product investigation lab) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing, they are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found." H11: d4 - product UDI #.